Event description:
The international customer reported the ventilator backup battery was low. The customer reported there was no patient involvement. The manufacturers service engineer (fse) reported a replacement power supply has been ordered for service.